Event description:
It was reported that the patient expired in late 2007, after 5 days of implant duration, due to unknown reasons. It was additionally reported that a second device, model #4900, was explanted at implant. Refer to MFR #6000002-2008-08129. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.